Event description:
During a follow-up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) channel of the device due to myopotentials. Technical support was contacted and the device was reprogrammed to resolved the event. Provocative testing was performed and the lead noise was not reproduced. The patient was stable and will continue to be monitored.